Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the emitter was unable to connect to the axiem. The emitter was replaced. The field generator was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The outer case of the lemo connector was bent which prevented the connector from being inserted in to the axiem. Physical damaged was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the manufacturer repr esentative was preparing the system for an upcoming case they noticed the lemo connector on the axiem was bent. The pins were not broken on the inside. They were not able to give information on how it could have happened. No patient was present at the time of the event.